Manufacturer narrative:
The carry bars were returned to prism (B)(4) on may 11, 2016 via (B)(4). Root cause: based on a pattern on the breakage, it is suspected that the plastic puck insert was fractured. Due to lack of pre-use inspections or preventive maintenance activities, the carry bar broke during use. The user manual of the ceiling lift states, "prior to each use the c450/c625 lift and associated track, accessories and sling(s), must be visually inspected." The preventative maintenance checklist also includes check off for yes / no or n/a acknowledgement stating, "inspect for damage;verify insert and hooks, and check off yes / no, that it was completed. A new metal insert ((B)(4)) has been designed, tested, and released for use in plastic puck carry bars to extend the life of the carry bar and prevent the puck ((B)(4)) from breaking/fracturing. The metal insert helps evenly distribute the point load that occurs between the round strap pin ((B)(4)), the plastic puck, and the top plate.

Event description:
A resident was in respite care was seated in wheelchair, about to be transferred to her bed. When lifted a few inches the carry bar insert broke. No injury to resident.